Event description:
It was reported the customer had a no delivery alarm. The customer's blood glucose was 400 mg/dl. Customer stated they were feeling tired from their high blood glucose. The customer also treated their blood glucose with 12 units of a manual injection. It was found the customer's no delivery alarm was resolved by a complete infusion set change. The customer did not want to troubleshoot for their high as they believed it was caused by the no delivery alarm. Customer will not be returning any products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.